Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported of drain removal attempted at bedside by rn. Rn notes that approximately one inch of the distal tip of the drain was broke off when removed and notified md. Patient taken back to surgery on (B)(6) 2025 to remove retained drain from the intramuscular space in the right lower quadrant. Surgeon was able to visualize drain before removal and notes "no entanglement with sutures or the surrounding soft tissues". Abdomen inspected for additional pieces, but none found. The patient was recovered and able to be discharged the following day.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.